Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 350 mg/dl and was 339 mg/dl at the time of the report. A pump system check was performed and no device issues were identified. The customer saw drops in the window of the infusion set site. The customer thought that the infusion set may have been dislodged; but was not sure. The infusion set site was changed and insulin delivery was resumed. A bolus was delivered to address the bg level.